Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right atrial (ra) lead was seen for their routine post implant visit. A x-ray was performed and found this ra lead was dislodged. The patient reported shortness of breath and was referred to the emergency department (ed). At the ed pitting edema and swelling were observed. Device reprogramming was done at this time. Later an echocardiogram was performed which revealed a moderate to large pericardial effusion. No evidence of cardiac tamponade at this time. Patient was provided several liters of fluid and given supplemental oxygen. Patient was also found to have a significant cough. An ra lead revision was ordered at this time. The patient was seen again and the pericardial effusion now had evidence of cardiac tamponade. An event of acute congestive heart failure was noted. Subsequently, the ra lead revision was completed. This ra lead remains in service. No additional adverse patient effects were reported.